Event description:
Received a electronic report from a hemodialysis user facility who has reported a suspected allergic reaction. The initial reporting rn has provided additional information on this event to this patient. According to her, this is a brand new patient to dialysis and the third treatment. The dialysis treatment was started when the patient reported not feeling well. His face turned beet red in color, lips swelled and turned blue, there was a lump in his throat. The patient also felt like fire in his chest. The staff immediately gave 50 mg of diphenhydramine IV and then they reinfused the patients blood. The staff also called 911. When this event occurred the patients blood pressure also dropped to 56/27 and remained low for a few minutes. The patient was transported to the hospital for further eval. The patient received dialysis inpatient and has since been discharged. The patient reportedly has no ill effect this event. The patient currently receives dialysis with use of this dialyzer with no further events like this. A sample is available for an evaluation as well as companion sample. Also for this event, the patient had 4.2 kg of fluid on and staff attempted to remove 5.2 to get him closer to his edw.